Event description:
High pressure alarm not alarming when supposed to, per clinician. Hp delay set to 2 breath delay. No patient harm. Note with unit states: when on 2 breath delay and sensitivity at 2 not always giving alarm on 3rd breath on test lung. Service tech at reporting facility unable to verify alleged complaint. Alarms activate appropriately.